Event description:
The facility's biomedical engineering dept reported an infusion pump that was "inaccurate during biomed testing. During service testing, baxter service technician reported that the device underdelivered. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event.